Manufacturer narrative:
D3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of priming problem was not determined due to no product/logs being returned for the investigation and with insufficient clinical details.

Manufacturer narrative:
This is one of two related reports. This report represents the first impella cp and another report was submitted to represent the second impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. Placement was emergent for cardiogenic shock issues with proper purge prior to insertion. Prime was incomplete prior to insertion. It was removed and a new impella cp was replaced prior to therapy initiating. The patient's outcome was critical.